Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory. Device not returned.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg and lead sites. The patient experienced shock, heat, and cold flashes and was administered antibiotics.